Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "patient who had left long gamma operation on (B)(6) 2019. The patient felt uncomfortable at the site of the surgery, and on (B)(6) 2020, the nail break was confirmed at the lag screw insertion site. It is possible that a load was applied when using the step drill. As a result, the non-union occurred. The side reduction may have been somewhat poor, or the patient have been drinking so much that this may have had an effect. A revision was made on (B)(6)."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient who had left long gamma operation on (B)(6) 2019. The patient felt uncomfortable at the site of the surgery, and on (B)(6) 2020, the nail break was confirmed at the lag screw insertion site. It is possible that a load was applied when using the step drill. As a result, the non-union occurred. The side reduction may have been somewhat poor, or the patient have been drinking so much that this may have had an effect. A revision was made on (B)(6)."